Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted malignant hysterectomy surgical procedure, prior to anesthesia administration and prior to port placement, the fenestrated bipolar forceps (fbf) instrument was inspected and the conductor wire was found broken. The instrument was not used on the patient. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during inspection. The cable was broken in half. There was no report of cautery issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken conductor wire. The conductor wire was broken at the the grip routing. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. No signs of thermal damage were observed. Additionally, the instrument was found to have a broken grip cable at the grip hub amplification pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.